Event description:
It was reported that, on a couple of occasions, the surgeon observed that a lens appeared ¿furry¿ when viewed under a microscope during procedures. This issue was not visible to the scrub nurse but was clearly seen by the surgeon under the microscope. Through follow up we learned there were 6 occasions of this issue all observed on the same day. The surgeon believes the iols were not polished and the issue was only located on the edge of the optics. No patient harm or adverse outcomes were reported. No further information was provided. This report captures one report. The other five (5) events are reported separately.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - as there is no indication that the lens was explanted section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.